Event description:
The product was used during a vats lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon made the incision wider and opened the instrument to remove it and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.